Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat menorrhagia, stress incontinence. It was reported that the patient had a concurrent procedure of a laparoscopic assisted with hysterectomy right partial salpingoectomy, rectocele repair, cystoscopy performed during mesh implantation.

Manufacturer narrative:
It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2012 due to vaginal pain and urinary retention (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia and urinary problems. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to pain & cramping. It was reported that the patient underwent (unspecified) pubovaginal sling on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.